Event description:
It was reported that the user experienced sustained hyperglycemia with glucose readings around 300 mg/dl over several days while using the ilet and subcutaneous insulin, despite changing infusion sets and confirming no leakage or bent cannulas; priming produced visible drops, and a replacement ilet was arranged at the user¿s request. Symptoms included high blood glucose. Outcomes included initiation of backup insulin therapy with subsequent glucose improvement and the risk of overlapping insulin dosing because the ilet is not aware of off-system doses. Investigation included guided troubleshooting, inspection of infusion components, and verification of insulin delivery through tubing priming. Investigation of this case revealed no device malfunction or component damage based on troubleshooting and observed priming, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.